Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) helix/lobe distorted/bent, full lead in segments. Visual inspection: it was noted that the helix/lobe was distorted/bent.

Event description:
It was reported that it was impossible to place the electrode in the ventricle. The helix could not be extended. The lead was not used. The device was not implanted. No patient complications have been reported as a result of this event.